Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 71-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage e. After device placement, the purge cassette was inserted, but a ¿defective¿ alarm appeared. Reinsertion of the purge cassette was attempted; however, the alarm persisted, and a new purge cassette was utilized. Bleeding was noted from the impella cp insertion site. The patient was off heparin at the time, and an angle match was achieved. The bedside rn was encouraged to change the dressing and adjust the catheter angle slightly to assess for improvement. The patient subsequently expired. The reported events include a hematoma requiring blood transfusion, failure to detect the purge cassette, and death. The death is being conservatively reported to the impella cp; however, the device is unlikely to have contributed to the patient¿s death, which was most likely due to the underlying critical clinical condition (scai stage e).